Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was incorrectly serviced by a third party, and this caused the over infusion. The pump required maintenance and calibration. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump had under infused. They also stated that it had still infused within the range that mmdg would consider not reportable, and that this had occurred during testing and had not had a patient involved in the complaint. After the pump was returned to mmdg the pump was observed over infusing at a rate that mmdg considers reportable. (B)(4).